Manufacturer narrative:
Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. A general reagent issue can most likely be excluded. The investigation could not identify a product problem.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay and the elecsys tsh assay ver. 2 on two cobas 8000 e 801 modules. No incorrect results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch. Patient identifier (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient data. The sample was first tested on the customer's e 801 analyzer on (B)(6) 2022. The sample was repeated on an abbott architect. The sample was also provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2022 and using the fujirebio lumipulse presto method on (B)(6) 2022. The serial number of the customer's e 801 analyzer was requested, but not provided. The tsh reagent lot number and expiration date used on this analyzer were requested, but not provided. The e 801 analyzer used for investigation is serial number (B)(4). Tsh reagent lot number 571765, with an expiration date of 31-jan-2023 was used on this analyzer.